Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, during set-up for treatment, it was noticed that four (4) cutiplast plus steril 24,8cmx10cm bandages were not sealed at one end. This eliminates the sterility. It is unknown how the treatment was completed. No injuries were reported.

Manufacturer narrative:
Additional information: d4 (expiration date added), h4 (manufacturing date). Corrected data: d1, d2a, d2b (product code & brand updated), d4 (part, lot and UDI number updated).

Manufacturer narrative:
Section h10: the devices were not returned for evaluation; therefore, a device analysis could not be performed. Additionally, according to the supplier investigation on two retained samples, after conducting the seal strength test and seal integrity test, the results complied with corresponding requirements. A review of the production order, performed by the supplier, revealed the sealing parameters of the packaging machine complied with relevant requirements and no issue was found. A review of complaint history for the part number over the past 17 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the cutiplast plus specification, the product should comply with the product and quality requirements. The document includes all the characteristics and acceptance criteria following the methods establish on the document. Each delivery must be accompanied with a certificate of analysis (coa) or certificate of conformance (coc) which must contain all internal inspection and test results. A review of the risk management file revealed this failure mode/adverse event was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior escalated actions related to this part number and failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on description of the defect and considering production process characteristics, it was most likely that the defect was caused as the packaging machine was stopped for a while. When the packaging machine was restarted, the temperature, pressure, etc might not be stable at the beginning and therefore the sealing performance of some products might have been compromised. Operators have been retrained that products manufactured during machine restart must be isolated and products whose seal quality cannot be determined must be all unpacked. Based on this investigation, the need for corrective action is not indicated. Internal complaint reference: (B)(4).